Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had been having issues and was admitted to a hospital. Their recent symptoms had become exacerbated: tremors and spasms. No further information was provided at the time of the report. The issue was not resolved. No further complications were reported or anticipated with this event.